Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support stating the ilet algorithms were ¿off,¿ and the discussion identified user practices of overtreating hypoglycemia and not announcing meals at appropriate times, with education provided on proper use and the learning period. Symptoms included low blood glucose to 44 mg/dl for less than one hour with device low alerts and high blood glucose up to 362 mg/dl for about one hour with alerts for prolonged hyperglycemia. Outcomes included self-treatment of the low with oral carbohydrates and no need for assistance, medical intervention, or backup therapy, and no reported acute health effects. Investigation included troubleshooting with the patient and education on correction of hypoglycemia and timely meal announcements. Investigation of this case revealed user-related factors consistent with overtreatment of lows and delayed or missing meal announcements contributing to both hypoglycemia and hyperglycemia, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia management and meal announcement timing.